Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type lead product ID 39565-65, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger (B)(4).

Event description:
It was reported, the patient¿s lead wires were replaced due to stimulation under the patient¿s breasts instead of back. It was noted, the patient had some relief after the replacement. It was reported, the patient got less than fifty percent pain relief. It was noted therapy sometimes worked and sometimes did not. It was reported, the patient used a cane to walk. It was noted, the patient had been reprogrammed multiple times. It was reported, the patient did not want to increase stimulation due to fear of stimulation being painful and uncomfortable and getting shocked. It was noted, the patient had been reprogrammed before and got a big shock when they laid down.